Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited suspected intermittent capture and undersensing. The patient was hospitalized. The rv lead remains in use. No patient complications have been reported as a result of this event.